Manufacturer narrative:
Patient has not achieved extension and flexion. A revision surgery is planned to exchange the poly insert. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient has not achieved extension and flexion. A revision surgery is planned to exchange the poly insert.